Event description:
The field engineer reported that the system displayed communication errors that prevented fluoroscopy and eventually prevented the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface, fluoro functions and systems interface boards and hard drive were replaced. The system was then found to be operating as intended.